Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 189 mg/dl. It was reported that drive support cap was flushed. Insulin pump will be replaced.

Manufacturer narrative:
The pump passed the displacement, self-test, off no power, unexpected restart and rewind. The pump alarmed the motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify the compromised force sensor system alarm due to the motor error alarms. Unable to perform the occlusion, prime, excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked display window.